Event description:
A facility reported patients experienced inflammatory responses one day following cataract surgery. Four questionnaires were returned with patient information. This report is for one of these 4 patients and filed as manufacturer reprot numbr 3002037047-2006-00041. The other manufacturer report numbers are: MDR # 3002037047-2006-00040, MDR # 3002037047-2006-0042, MDR # 3002037047-2006-00044. Additional info received for this patient states, due to density of the cataract, the iris was engaged once with the phaco tip. Fibrin was noted in the ac on postoperative day 1; as fibrin cleared over the next few days, 3+ line ac cells developed; patient was treated with aggressive topical antibiotic and steroid therapy for one week. The ac cleared, with no sequelae. Event lasted one week. Outcome of event reported as good. The cuase of the event is not known.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. .